Event description:
It was reported that when an asymptomatic patient presented in the clinic for normal follow-up, externalized conductors were observed. No electrical anomalies were detected. The patient will continue to be monitored.